Event description:
It was reported that the recently implanted patient experienced loss of function in their legs and experienced severe pain. A magnetic resonance imaging (MRI) was performed which revealed two hematomas. The patient underwent an explant of the entire system. The patient has regained function in their legs and the pain has improved.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-ipg-r-MRI. Upn m365sc12320, model sc-1232, serial-lot (B)(6), batch 755385.

Manufacturer narrative:
Additional suspect medical device components involved in the event product family scs-ipg-r-MRI. Upn m365sc12320. Model sc-1232. Serial-lot (B)(6). Batch 755385.

Event description:
It was reported that the recently implanted patient experienced loss of function in their legs and experienced severe pain. A magnetic resonance imaging (MRI) was performed which revealed two hematomas. The patient underwent an explant of the entire system. The patient has regained function in their legs and the pain has improved. Additional information was received that the patient's symptoms started immediately postoperatively. The physician assessed that the suspected cause of the neurological symptoms was due to the hematoma, and he feels it was also device and procedure related. The location of the hematoma was in the patients epidural space. The patient is doing well and has fully recovered. The explanted devices will not be returned as they were disposed at the hospital per protocol.